Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed and severely calcified lesion was located in the severely tortuous proximal left anterior descending (lad) artery. The quantum maverick 12mm x 3.0mm balloon catheter was advanced and inflated to 12 atms on the first inflation, however, the balloon ruptured at 20 atms on the second inflation. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good."